Event description:
It was reported that while in the intensive care unit the md inserted the catheter over the spring wire guide (swg) into the pt's left femoral. As the md was removing the swg from the catheter, the swg unraveled. As a results, the md had to remove the catheter and the swg as one unit. There was no reported pt death or injury. Medical/surgical intervention was not required. The interruption in therapy was for the time frame it took to replace the central venous catheter. There were no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.